Manufacturer narrative:
A partial lead with the connector portion of the lead measuring 43.4 cm was returned or analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.

Event description:
New information received notes that the atrial lead was found dislodged on (B)(6) 2018. A lead revision was performed on (B)(6) 2018. During routine check a day post procedure, all leads were in good position and working well.

Event description:
It was reported that when the patient presented in clinic for routine follow-up a day post system implant, the right atrial lead exhibited loss of capture. Chest x-ray revealed that the implantable cardioverter defibrillator migrated causing the atrial lead dislodgement and loss of slack in the ventricular lead. The device and the leads were repositioned successfully on (B)(6) 2018. Few weeks later, the patient presented for routine in clinic follow up and non-sustained at episodes were observed. Chest x-ray revealed that system was dislodged again. The device was reprogrammed until the entire system was explanted. Subsequently, a new system was implanted on (B)(6) 2018. The patient was stable throughout the event.